Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm harmonic ace instrument had a strange movement while in use. The customer removed the instrument and found that the teflon pad fell off the tip. The user completed the procedure with no further issue reported. No fragment fell inside the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon's head was inside the high-resolution stereo viewer attempting to manipulate the instrument when the issue occurred. The failure was not related to the inability to move the instrument at all. It was unknown if the instrument scaled properly or had appropriate timing. The instrument moved in the intended direction. There was no shakiness or instrument to instrument interference observed. The issue persisted. The teflon pad did not fall into the patient. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm harmonic ace instrument for failure analysis investigation. The instrument was analyzed and was found to have teflon pad damage. Visual inspections showed that the teflon pad appears to be still attached to the distal end.

Event description:
Refer to h11 for follow-up information.